Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a perforation. This information was received from various sources. All six malfunctions involved a patient with no consequences. The patient's age ranged from 38 to 55 year old, four were female and two were male. The patient's weights were not provided.

Manufacturer narrative:
H10: of the reported six malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90011. H10: the lot number for one of the five malfunctions was provided and a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were provided and reviewed for five malfunctions and images were provided and reviewed for two malfunctions. Therefore, for three malfunctions, the investigation is confirmed for perforation. For remaining two malfunctions, the investigation is confirmed for perforation and additionally it was determined to have and unconfirmed for tilt (a150202). Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a perforation. These information's were received from various sources. All five malfunctions involved a patient with no consequences. Of the five patients, one was male and four were female, five patients age ranged from 38-55 years and one patient weighs 114 lbs. All other patient weights were not provided.